Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). In previous emdr the mentioned g3 date is incorrect, the actual g3 date is 04/04/2024.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 the field service engineer (fse) that encountered the issue replaced the drive manifold. The fse completed the pm. Function and calibration checks passed. The iabp was returned to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit was failing drive manifold vacuum leak test. There was no patient involvement.